Manufacturer narrative:
This report is late due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is not applicable as the device was not implanted. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health care professional reported " when the implant is placed, it is deformed, for this reason it is replaced". This record is for left side. The device came in contact with the patient.